Event description:
Possible revision of pinnacle mom implants. No confirmation of revision date received. No reason provided. Left side product details.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes bl5ef1000, 2871127, and 2819546. A search of the complaint database finds additional reported incidents against lot code 2655494 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from (B)(4). Possible revision of pinnacle mom implants. No confirmation of revision date received. No reason provided. Left side product details. Update (B)(4) 2017: additional information received. Updated date of implant and product information. This complaint was updated on: (B)(4) 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.